Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens remained implanted. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk a5: unk a6: unk d6b: unk h6 - work order search: no similar complaint was reported for units within the same lot. H11: low vault is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
H11: the initial MDR is not applicable as this is not a reportable event. Claim # (B)(4).